Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is:(B)(4).

Event description:
A health professional reported that following a bilateral intraocular lens (iol) implant procedure, the patient's vision has dropped and iol opacification was noted. There are 2 reports for this event. This report is for the left eye.

Manufacturer narrative:
Product evaluation: the product was not returned. The provided photos were reviewed by medical safety. Five photos were provided for the left eye. The left eye photos use a moderately sized slit-lamp beam under medium magnification (4 photos) and a thin slit-lamp beam under low magnification (1 photo) directly illuminating the iol. The photos reveal deposits (with a pigment appearance) on the front surface of the iol. Root cause: the product investigation could not identify a root cause for the reported visual issues. Review of the provided photos reveal deposits (with a pigment appearance) on the front surface of the iol. No determination can be made from the provided photos. The manufacturer internal reference number is: (B)(4).